Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device demonstrated "pacing issues". The patient involved was reported to not have experienced harm or adverse impact. The initial report stated that the patient transport was completed with the use of another device.